Event description:
Related manufacturer report number: 2017865-2022-12566. During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead fractures were suspected on both the ra and rv leads. The rv lead was reprogrammed to resolve the event. No intervention was performed on the ra lead. The patient was stable and will continue to be monitored.